Event description:
Additional information: there was low impedance noted in addition to the oversensed noise prior to the procedure.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented remotely. Review of the transmissions revealed that the atrial lead was oversensing noise. The lead was capped and replaced on (B)(6) 2020. The patient was in stable condition.